Event description:
Device 2 of 3: reference MFR report # 1627487-2019-03297, reference MFR report # 3006705815-2019-00929. It is reported that patient was not receiving adequate therapy from the scs system. In turn, the system was explanted.